Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the workstation would not boot up. The c-arm and the workstation must both boot up in order to be functional. There is no report of death or serious injury associated with this complaint.